Manufacturer narrative:
(B)(4). The device was received for evaluation. During visual inspection, the septum was observed to have been dislodged and was inverted. The device is not recommended for use with a power injection device. Therefore, the sample was miss-used. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the interlink leaked. The event was further described as after injection with intravenous contrast, approximately 3-4 cc of blood ¿leaked out¿ and the nurses had to restart the intravenous set up. There was no patient injury or medical intervention associated with this event. No additional information is available.